Manufacturer narrative:
The root cause of the failure was unable to be definitively determined. The surgeon had taken steps after the patient's primary eleos surgery to mitigate the risk of an infection occurring. However, there is always a chance of a patient developing an infection. Device history records and sterilization batch release records were reviewed and no issues during manufacturing or sterilization were identified that would indicate that the manufacturing or sterilization of the involved implants contributed to this complaint.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) to replace poly components that were placed during a previous revision surgery which occurred on (B)(6) 2021. The primary surgery was performed on (B)(6) 2020 to replace a total knee arthroplasty. During the revision surgery, the surgeon replaced a tibial poly spacer, a distal femur axial pin, and a tibial hinge component.